Event description:
The customer reported that an 840 ventilator had a blank display. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to do a compact flash test. The customer reported the compact flash test passed. Covidien was not authorized to service the device.